Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight.

Event description:
It was reported that the patient wasn't able to set the ipg to MRI mode due to high impedance. As a result, ipg was explanted and replaced to address the issue.